Event description:
It was reported that the patient was currently in the emergency department. They have been having low flow alarms which at rehab during exercise. Their pulsatility index (pi) had been elevated, and their blood pressure had been low. It was said the alarms were incessant. The patient had been drinking a lot. They felt as if they were drowning. The patient was stated to be asymptomatic during the alarms. Log files captured several low flow events on (B)(6) 2025 at 1122 through 1131 with flows noted as low as 1.6 lpm. The estimated flows were right below the 2.5 lpm threshold but not sustained long enough to trigger an audible alarm. It was said on being admitted to the hospital, the patient blood pressure was slightly elevated. Their medications were adjusted, but the alarms continued. More fluid consumption was encouraged since the patient was not drinking. A complete transthoracic echocardiogram, including 2d, color flow doppler, spectral doppler and m-mode imaging, was performed using the standard protocol. It was found that the left ventricle was normal in size. There was global hypokinesis with minimal segmental variation and there was severely decreased left ventricular ejection fraction. The left ventricular ejection fraction was 20%. The right ventricle was normal in size. There was normal function of the right ventricle. The pacemaker/ICD lead was present in the right ventricle. The left atrium was moderately dilated. There was mild mitral valve leaflet thickening, mild mitral regurgitation, but there was no mitral stenosis. The aortic valve was trileaflet, there was mild aortic valve thickening, and mild aortic regurgitation. The tricuspid valve was normal in structure. There was trace tricuspid regurgitation. Trivial pericardial effusion was present. A computed tomography angiography with contrast was also done. There was no dissection, intramural hematoma or penetrating atherosclerotic ulcer. The thoracic aorta (outer diameter) measurements were that aortic root at sinus of valsalva was 3.6 x 3.5 x 3.6 cm (left x right x noncoronary), the maximum outer diameter of ascending aorta was 4.0 cm and the maximum outer diameter of descending aorta was 2.8 cm. The brachiocephalic, subclavians, proximal common carotid and proximal vertebral arteries were patent. As for the heartmate 3 left ventricular assist device (lvad), it was said the outflow graft was patent and had no thrombus, the ascending aorta-outflow graft anastomosis was patent and had no stenosis, the impeller and inflow cannula position was well-positioned and was facing the mitral valve, and the driveline had no fracture or infection. Additional findings were that there was chronic thrombosis in the left brachiocephalic vein with multiple venous collaterals in the mediastinum, there was right-sided ascites, and the patient had a small atrophic left kidney. Based off the study done, the left ventricle was upper limits normal size at 5.4cm diameter. There was significant diffuse decrease in contractility with estimated ejection fraction 20%. The lvad inflow cannula was not well identified. The mitral leaflets were thickened with mild mitral valve prolapse and mild mitral regurgitation. The aortic valve was thickened without stenosis. The aortic leaflets were not opening. There was mild aortic insufficiency. The aortic root and proximal ascending aorta upper limits were normal size. There was good right ventricular contractility. The pacemaker lead was in right-sided heart. There was trace tricuspid regurgitation, trivial pericardial effusion. The inferior vena cava normal size. When compared to study of (B)(6) 2025, the left ventricular cavity size was smaller on the current study. A complete transesophageal echocardiogram (tee) including 2d, color flow doppler and spectral doppler) was performed using standard protocol. There was global hypokinesis with minimal segmental variation. There was septal motion consistent with post operative state. The left ventricular ejection fraction by 3d echocardiography was 36%. The lvad baseline speed was 5100 rpm. The right ventricle was not well visualized, probably normal in size and systolic function. Pacemaker/ICD lead was present in the right ventricle. The mitral valve was normal in structure. There was mild mitral regurgitation and the aortic valve was trileaflet. The tricuspid valve not well visualized, but probably normal. There was mild tricuspid regurgitation. The heartmate iii left ventricular assist device was present. The lvad baseline speed was 5100 rpm. At this beat, the aortic valve was not opening. The lvad outflow graft was not well visualized. The inflow cannula was best visualized in the three-chamber view in appeared to be abutting and interacting with the inferolateral wall likely as a result of positive remodeling in the improved ejection fraction. A continuous wave doppler (cw) was done with the inflow cannula which demonstrated a spike up to 3.37 m/s suggestive of obstruction. Aliasing was observed periodically and observed with low flow alarms during the procedure. The speed was reduced to 5000 rpms which resulted in intermittent opening of the aortic valve. The speed was again turned down to 4900 for low flow alarms. The number of low flow alarms decreased and only occurred overnight. It was encouraged to change position and drink fluids.

Manufacturer narrative:
H6: additional codes. E1004 - ascites. Manufacturer's investigation conclusion: review of the submitted log files confirmed intermittent low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. Review of the submitted log files confirmed intermittent low flow alarms on (B)(6) 2025. Elevated pulsatility index (pi) values were also noted during the low flow events. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. The relevant sections of the device history record for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patientsand clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.